Manufacturer narrative:
The qa (quality assurance) investigation summary was received on 04/27/2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. The qa (quality assurance) investigation summary was received on 05/16/2012. Eval summary - the production and quality control documentation for lot #w1127, with expiration date (09/2014) was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Pseudoseptic reaction [inflammation], pain (right knee) [arthralgia], knee drained (right) [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a female pt (age not provided), initials (B)(6). The pt's medical history was significant for previous treatment with synvisc (hylan g-f 20) for (B)(6) and synvisc one for past (B)(6). On (B)(6) 2012, the pt received synvisc one, 6 ml, once in an unspecified location. The lot number for synvisc one was not provided. Following the injection, the pt experienced knee pain. On (B)(6) 2012, pt's knee was drained and one quart of brown disgusting fluid was aspirated. It was reported that she was disappointed and could not have the injection anymore due to this occurrence. No action was taken with synvisc one. The outcome for the event of pain (knee) and knee drained was not provided. Relevant concomitant medications were not provided. The intensity for both the events was not provided. Add'l info was received on 05/12/2012 from the physician regarding a (B)(6) pt, which upgraded the case to serious due to treatment with corticosteroids. The pt's medical history was significant for severe osteoarthritis. It was reported that the pt received synvisc one injection in right knee and no effusion was collected prior to injection. On (B)(6) 2012, the pt experienced right knee pain and 60 cc of fluid was aspirated. Synovial fluid analysis showed white blood cell count more than 4000, however, no crystals were seen. The pt received steroid injection for right knee pain. On an unspecified date, the pt developed pseudoseptic reaction. The outcome for the event of pain (right knee) was recovered. The outcome for the event of pseudoseptic reaction was not provided. The intensity for the event pain (right knee) was severe. The intensity for the event of pseudoseptic reaction was not provided. The reporting physician assessed the relationship between synvisc one and the event of pain (right knee) as definite. The reporting physician did not provide the relationship between synvisc one and the events of "knee drained" and pseudoseptic reaction.